Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the bin file was performed and the allegation was not confirmed. The probable could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up restarted after warm up. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of warm up restart after warm up is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.